Event description:
Information was received indicating that a smiths medical pump came back with a full bag of drug that didn't infuse even though the pump states that it infused all of the fluid. The pump read "res. Vol 0 ml and given vol 138 ml". No alert indicators were going off. There was no reported adverse events due to this issue.

Event description:
Additional information was received indicating that the patient forwent the treatment that cycle. The treatment was for a curative intent and the reported issue was the occurred during the patient's last cycle.